Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0lcyf, implanted: (B)(6) 2014, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician; product ID 3889-28, lot# va0lcyf, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient never had therapeutic effect following implant. Program 1 had not helped the patient with her urinary issue, but after switching to program 2, it seemed better. It was indicated the patient was still having leakage, but was experiencing 50% improvement in terms of frequency. She used to get up 5-6 times a night, but had only had to get up once a night at the time of the call. The patient was still concerned about leakage. The patient was still having concerns approximately 1 month later. Additional information received reported that the patient had fallen over a log and displaced their lead as shown on x-ray. As a result, the patient experienced a sudden loss of therapeutic effect. The event was ongoing, and the patient was scheduled for removal and re-implantation. Follow-up is being conducted to determine patient outcome.